Event description:
It was reported that the patient presented to the clinic for a follow-up after receiving non-sustained right ventricular oversensing (nsrvo) episodes. Upon interrogation, it was noted that these episodes were caused due to loss of capture in the ventricular on the implantable cardioverter defibrillator (ICD). Programming changes were made on (B)(6) 2021. The patient was in stable condition.